Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection between the midline incision and the lead tunneling pocket. Antibiotics were administered, which resolved the reported infection.